Manufacturer narrative:
(B)(4). The reported low drain volume alarm was confirmed. The root cause was air in the patient line. No lot number was provided; therefore no batch review was performed. No issues were identified with the product labeling that would contribute to the reported problem. This issue is being investigated through CAPA.

Event description:
During troubleshooting for a low drain volume alarm, it was discovered that there was air in the patient line. The technical service representative (tsr) advised the home patient (hp) to end therapy and start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated he did not notice any visible damage or abnormalities with the cassette that was in use. The hp stated the patient line did not prime completely which caused the alarm. The hp advised that he was able to continue therapy after re-priming. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.